Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this pacemaker system was removed from the patient due to endocarditis. The device was then used externally for pacing support. The patient was treated with intravenous antibiotics and was doing well following the procedure and discharged. Approximately three weeks later, the patient passed away. The field representative who attended the explant procedure was not aware that the patient had passed away. He consulted with the explanting physician, and he was also not aware. An online obituary noted that the patient died at a local hospital. The local hospital was contacted and the nurse supervisor provided additional information about the patient's admittance into the hospital and more details around her death. The patient was admitted to the hospital on (B)(6) due to a change in mental status. It was confirmed that the patient had a new posterior parietal lobe infarct (stroke). The patient remained in the hospital. Blood cultures were taken on (B)(6) at 1:20 am that showed elevated white blood counts of 9.7. Additional cultures were taken again at 6:30 am and showed white blood counts of 10.2. Then on (B)(6), white blood counts decreased to 8.7. It was also noted the patient was having platelet issues. Blood cultures taken on (B)(6) at 5 pm confirmed no bacterial growth over five days. Following the patient's stroke, the family chose to place the patient under comfort care and she passed away.